Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer's blood glucose level was 162 mg/dl at the time the issue was noticed, which was within the normal range for such measurements. Technical support instructed the customer to keep the pump plugged into a power source to continue using the pump while the faulty pump is replaced.